Event description:
It was reported by the hospital that patient underwent primary hip surgery in (B)(6) 2007. Revision procedure was performed on (B)(6) 2013 due to elevated ion levels. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2007 (exact date unknown).